Event description:
It was reported that high, out of range high voltage lead impedance on the svc coil was observed. The measurement had been out of range since 2010 after a new ICD was implanted. The svc coil was programmed off. There were no adverse consequences to the patient.